Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during a laser procedure, the system suddenly shut down by itself. There was a delay of approximately one hour, and then the procedure was completed. There was no harm to the pt.